Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001424, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001424 was manufactured according to the work instruction (wi) version 75 and manufactured in the machine multivac 12 on 26/may/2023, with a total of (B)(4) units. Assembly lot: the lot 3e04094 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 25/may/2023, with a total of (B)(4) units. The lot 3e04095 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 25/may/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3e04442 was manufactured according to the (wi) version 38 and manufactured in the machine mp05 on 24/may/2023, with a total of (B)(4) units. The lot 3e04443 was manufactured according to the (wi) version 38 and manufactured in the machine mp08 on 24/may/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.